Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from recurrent ventricular tachycardia due to the fibrillation electrode. The patient was hospitalized. This lead was explanted and a new defibrillation electrode was implanted at the tip of the right ventricle. Should additional information be received, this file will be updated.